Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump has cracked rear housing and failed the volume accuracy test. No patient injury reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed the device was cracked on the rear housing and failed the accuracy test. No disposable multiple messages were found in the event history log. Functional testing was performed, and the reported issue was able to be replicated. The root cause was determined to be caused by damage. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.